Event description:
It was reported that while placing the bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's mouth. The physician noted that the plunger did not feel right when he tried to deploy the capsule. No serious injury to the pt was reported.